Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, e2, e3, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the motor speed was out of specification. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional events associated with this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: taiwan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during kit inspection the dermatome handpiece appeared to be operating at a low speed and was noisy while the throttle was pressed. There was no harm to a patient or no delay to a procedure, as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.